Event description:
The customer called to report that her blood glucose levels were dropping rapidly. The customer's blood glucose had gone from 283 mg/dl to 224 mg/dl. The customer was not feeling well, and was starting to panic. The customer also felt light headed and had dry mouth. The paramedics were called, and they took the customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.